Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the device would not deliver defibrillation energy. The cause of the reported issue was determined to be due to the disconnected white energy capacitor wire from the j18 spade connector. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not deliver defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.